Event description:
It was reported that the user experienced a hypoglycemic episode with a blood glucose value of 48 mg/dl after missing meal announcements, with confusion noted during the event. Customer and clinical support advised a soft reset and five days of usual meals spaced four hours apart. Symptoms included hypoglycemia accompanied by confusion. Several attempts were made to obtain additional information but were unsuccessful. Outcomes included no reported hospitalization or emergency treatment. Investigation included a review of reported use patterns and counseling on meal announcement adherence and device reset. Investigation of this case revealed that missed meal announcements likely led to automated correction dosing contributing to hypoglycemia. It was concluded, based on previously established findings for similar reports, that user adherence issues with meal announcements were the likely cause.